Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but was unable to confirm the reported issue. The customer stated that they had replaced the cracked disposable absorber canister prior to ge healthcare arrival. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the system failed to pressurize during system checkout procedure. There was no report of patient involvement.

Manufacturer narrative:
Per additional information received, this was a disposable non-ge canister. There was no malfunction of ge equipment so this event is not reportable.